Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, three scissor clips class iii and six conforming clips were fed. However, it could not be determined what may have caused the malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissored and malformed when firing on the cystic duct. They completed the procedure with a new like device. There was no patient consequence reported.